Manufacturer narrative:
Film evaluation summary: the reported proximal type I endoleak was confirmed; the returned films showed contrast outside of the stent graft at the proximal aneurysm sac, along the posterior wall. The exact cause cannot be conclusively determined. Films at implant were not returned. However, the films provided showed that the aortic neck was short and funnel shaped, measuring approximately 24-18 mm diameter along a 5 mm length; the aortic neck was acutely angulated, approximately 50 deg a-p, relative to the aortic bifurcation; in addition, there was moderate amount of calcification in the aortic neck. It is possible that implanting the stent graft in a short and funnel shaped aortic neck combined with the acute angulation and calcification may have contributed to the proximal type I endoleak. (B)(4).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately one month post index procedure a CT revealed that the patient had a proximal type I endoleak. No intervention was reported to have been performed. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.